Event description:
It was reported that the pt, with cardiac insufficiency, always laid in bed unable to move. During continuous infusion of nutrient solution, extravasation occurred due to a rupture of the catheter around the suture wing. The nurse pulled out the catheter.

Manufacturer narrative:
The complaint was confirmed and the cause appears to be use related. The 4 fr tubing broke at the distal end of the taper in the hub molding. Elastic weakness was detected in the proximal end of the catheter, which indicates that the tubing was stretched. The 4fr tubing was most likely stretched beyond its elastic limits. No defects related to the mfg process were noted on the complaint sample. The product IFU provides detailed and illustrated instructions for securing the catheter. The IFU cautions, "to minimize the risk of catheter breakage and embolization, the catheter must be secured in place." A chr of lot # rerf0129 showed no other similar product complaint(s) from this lot.